Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker entered into safety mode and showed an error message. The pacemaker has been explanted and a new device has been implanted. The explanted pacemaker has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker entered into safety mode and showed an error message. The pacemaker has been explanted and a new device has been implanted. The explanted pacemaker has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.